Manufacturer narrative:
(B)(4). A serial/lot number was not provided and the specific product serial/lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. The device was returned to the factory for evaluation. Signs of clinical usage with no evidence of blood were observed. A visual inspection of the cable connector was conducted. The connectors at both ends of the cable appear to be in good condition. To verify that the cable is functioning properly, a reference power supply and a reference hemopro harvesting tool was used. When the toggle switch was turned on, a beeping sound and steam were audible. This was repeated 5 times for 10 seconds each attempt. No excessive smoke or heat were observed. Based on the information available and the results of the investigation, the failure mode "electrical issue" was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, dc extension cable as possible cause of device failure. Device and extension cable removed from use and being sent in for investigation. The hospital did not report any patient effects. Related to complaint (B)(4).

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, dc extension cable as possible cause of device failure. Device and extension cable removed from use and being sent in for investigation. The hospital did not report any patient effects. (B)(4).